Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he wanted to check her insulin pump to make sure everything was working. Customer's blood glucose at time of call was 376 mg/dl however, was recently in emergency room with diabetic ketoacidosis and blood glucose of 561 mg/dl. Troubleshooting found that the customer's drive support cap, and basal settings are normal but that the basal settings may need adjustment and that the customer sometime will guess the amount of carbs to input info into pump. Customer was advised to monitor her blood glucose as it appears that the device was performing as designed and declined to send pump for analysis.